Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: unknown model mdt lead, unknown implant date; unknown model mdt lead, unknown implant date. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after falling from a ladder. The patient experienced an episode of asystole and ventricular fibrillation (vf) that required intubation and hemodynamic support. The patient's device was noted to be exhibiting pauses. Pacing in aai also resulted in ventricular paced complexes. The patient was referred for a lead revision. During the revision, it was discovered that the right ventricular (rv) and right atrial (ra) leads were reversed in the device header. The leads were switched to the correct ports and the device remains in use. No further patient complications have been reported as a result of this event.